Event description:
Once the catheter was hooked up to the ultrasound handle of the galaxy, no picture was produced. There was no warning message. Replaced the catheter with a new one and problem was fixed. No harm occurred to the patient.